Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this patient presented to the emergency room for chest pain and syncope. Through follow-up, it was found that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited noise, undersensing, oversensing, and loss of capture. This right ventricular (rv) lead also exhibited noise, oversensing of atrial signals, and pacing inhibition. At a revision procedure, it was found that the ra and rv leads were reversed in the device header. The ra lead and ICD were explanted and replaced. The rv lead remains in service. No additional adverse patient effects were reported.